Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted tool marks were present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.